Event description:
Called by rn to room, vent alarming. Ventilator was flashing device error, and stopped ventilating patient. Rt present in the room for this, pt taken off vent and bagged. Pt did not desaturate and no harm came to pt. Pt placed on new ventilator. Equipment tagged and sent to biomed.